Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, diarrhea, and nausea. Upon removal of the pod the patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (arm), in addition the patient reports the pod was leaking during wear. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with low magnesium and dehydration. The patient was treated with intravenous fluids and magnesium. The patient was at the hospital for 2 hours.